Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the 2d images after spin were extremely dark and un-usable. It was determined that the detector was bad and possible corrupt imagers file. Replaced detector and loaded new imager file and tested system. All functions working properly (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans and delayed the surgery by less than one hour. It was reported that the system would take an initial ap, lateral, and 3d spin just fine, however when they move the gantry to shoot a second set of 2ds, the lateral images show as black (ap was fine). It was further indicated that there were no unused spin. The spins were good, it was the 2d images after the spin that were dark. No components were replaced at the time of this issue and the representative was still performing testing on the system. The surgery was completed with imaging and there was no impact on patient outcome.

Manufacturer narrative:
H3: a hardware analysis was initiated to determine the probable cause of the issue. Analysis did confirmed the lateral images showed as black. There was communication failure and faulty detector panel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.